Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of the electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that a battery depletion alert was observed, and concerns of premature battery depletion were raised. The longevity of the device decreased at an increased rate in a two-month span. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of sensing, defibrillation and recording functions. Only one test did not meet expectations, however, it was determined that was caused from an error and has nothing to do with the function of the device. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of the electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that a battery depletion alert was observed, and concerns of premature battery depletion were raised. The longevity of the device decreased at an increased rate in a two-month span. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of the electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that a battery depletion alert was observed, and concerns of premature battery depletion were raised. The longevity of the device decreased at an increased rate in a two-month span. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event, b5: describe event or problem field, h1: type of reportable event, h6: impact codes.

Manufacturer narrative:
Additional information was added to the following fields: d6b: explant date. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of the electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that a battery depletion alert was observed, and concerns of premature battery depletion were raised. The longevity of the device decreased at an increased rate in a two-month span. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for analysis.